Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent two more gynecological procedures, on (B)(6) 2008 miniarc was implanted, and on (B)(6) 2012 sparc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to sui and morbid obesity. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent placement of ams miniarc sling and closure of the vaginal defect with removal of visible filaments from the prior old sling on (B)(6) 2008 due to stress urinary incontinence and exposed sling with visible filaments. It was reported that patient underwent exploratory laparotomy, abdominal pelvic washings, lysis of adhesions involving small bowel, colon, omentum, right adnexa and bladder, bilateral ureterolysis, dissection and removal of 19 centimeter pelvic mass (rso) and complex wall closure on (B)(6) 2009 due to extensive abdominal and pelvic adhesions and benign right ovarion fibroma. It was reported that patient underwent removal of old mesh strip segment and ams sparc retropubic midurethral sling on (B)(6) 2012 due to stress urinary incontinence and slight extrusion of old previously placed mesh (ams miniarc sling). No additional information was provided.